Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-june-2024, it was reported that the patient faced two kinked cannula event on 6/15/24 & 6/15/24. The event occurred after three hours of insertion. The infusion set was inserted in abdomen. Blood glucose levels during the event were 250 mg/dl . Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.